Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged as confirmed through x-ray. The lead was explanted and replaced with a competitor's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.